Event description:
(B)(4) issued an urgent recall on ors fluid warming and slush drapes manufactured between a four year period. We responded over one month ago by fax that we have 16 each of the affected product. We followed up twice by phone call the following week and again the next week. Both times I was told someone is working on the returns and I would be contacted when they get to our return. Customer service couldn't confirm they received our fax. Approximately 2 weeks after we sent the fax, I emailed (B)(4) and explained our effort to follow up and return the recalled product. I received an automated response at first but then another staff member followed up with a real response on the next day. She apologized and asked me to email our (B)(4) recall response form. I sent our response form on three different days over the last month and asked for follow up. Each response has been automated thanking us for our email and explaining we will receive a response in 4-6 weeks. At this point we continue to store the recalled product waiting on an actual response with return instructions. Manufacturer response for slush/warmer disc-drape, microtek medical/(B)(4) (per site reporter): waiting on a return response.